Event description:
Customer reports softclix lancets break off in his fingers, protrude from skin. No medical attention required. No adverse event reported. A request was made for the return of the product, replacement was sent.